Event description:
This is a spontaneous report from a consumer in the USA of patient made mistake/ touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and touch contamination occurred. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd890426, gd889501, gd889493. No exceptions were observed that were related to the reported condition. The complaint was confirmed for use error. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.